Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb), and uploaded the current software revision to resolve the issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in poland that, the 840 ventilator graphic user interface (gui) display was malfunctioning. Although required, no additional information was available. There was no patient involvement.